Event description:
It was reported that the during the patient's ipg revision procedure the ipg reset itself and was unable to be recovered. The ipg was then explanted and replaced.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was set to surgery mode while the patient underwent an unrelated surgical procedure. It was determined that during the patient's ipg revision procedure the ipg reset itself and was unable to be recovered. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.